Event description:
It was reported that the device experienced a power on reset. The device had a loss of wireless telemetry and all stored diagnostic data and programming due to the reset. The device was reprogrammed then later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. A firmware error message/code was noted for an x rate limit power on reset (por). Performance data collected from the device was analyzed power on reset for x rate limit occurred on (B)(6) 2012. A patient alert for device circuit error on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. A firmware error message/code was noted for an x rate limit power on reset (por).